Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted on (B)(6) 2007. According to the complainant, the patient experienced pain, continued incontinence, extreme pain, erosion of her internal body tissue, continual bladder and urethra infections, and other permanent injuries (specifics unknown). All other information, including the patient's current condition, is unknown and reportedly unavailable.